Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint: asr revision, left asr xl acetabular system, reason for revision: pain. Update received (B)(6) 2013. Stem confirmed to be competitor's stem. Acetabular cup added. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 23 sept. 2015: added hospital and surgeon's name. Updated event date. Added manufacture and expiry dates for products. Taken from claimsuite update 22 set. 2015.